Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation: a visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. A simulated treatment was performed and completed without any failures or problems. The valve actuation test, system air leak test, and patient sensor calibration check passed. The load cell value and verification were within tolerance. The set screw and hex nut from the cassette switch assembly were found within the recess of the bottom cover adjacent to the pump. The set screw and hex nut were reinstalled on the cassette switch assembly. There were no other discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted and the product labeling, material, and process controls were within specification.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient's nurse (pdrn) called technical support to report the patient manually drained 3300ml in the clinic on (B)(6) 2015. She does not know if the patient completed a capd cycle before this drain. The patient's fill volume was 1300ml. Upon follow up with the patient's pd nurse, she confirmed that the patient did have a large drain. The patient did not experience any discomfort or require medical intervention as a result of the event. This was the one and only time an event such as this has occurred. The replacement cycler has arrived and the patient has had no additional issues. There were no serious injuries as a result of this event. The patient remains with the ccpd program. The reported drain volume of 3300ml was 254% over the expected drain volume which resulted in a reportable device malfunction.